Event description:
It was reported the device still fails volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming the issue was found during testing and there was no patient involvement. Device evaluation: one device was returned for analysis in used condition. Review of the event history log showed that the settings on the pump were "quarter hourly counter, pca doses attempted is 1, clinician bolus is 0 ml, pca dose is 20 ml, continuous rate is 0 ml, intermittent bolus is 0 ml." Three accuracy tests were performed during functional testing and it was found that the device was within manufacturing specifications. The investigation determined that an error in delivery settings programmed by the user was the cause of the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.